Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the physician withdrew the guidewire from the patient because resistance was felt. The ptfe coating was stretched and they noticed that there was no tip on the device. No portion of the tip fell into the patient. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the physician withdrew the guidewire from the patient because resistance was felt. The ptfe coating was stretched and they noticed that there was no tip on the device. No portion of the tip fell into the patient. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the ptfe jacket showed evidence of being severely stretched thereby exposing the core wire. The entire pebax tip was found detached / separated from the core wire and was not returned for analysis. The exposed core wire is intact, no evidence of fracture or detachment was observed. The overall wire length was measured and found to be within its specifications. This denote that core wire was intact. The o.d of the core wire was measured at the immediate vicinity of the tip section and the proximal end section and found to be within drawing specification. The specimen appeared to be dimensionally correct; the incident device does not present any indication of manufacturing defect or anomaly. The condition of the returned incident device was consistent with the complaint that the tip had detached and the ptfe jacket was stretched. The customer did not allege having seen the damage or defects prior to use. There is an indication of resistance perceived by the physician during the clinical attempt, it is possible that during the introduction and advancement of the guide wire, the specimen may have advanced/manipulated against resistance during insertion that compromises the integrity of the ptfe jacket, thereby causing the deficiency reported. Therefore, the most probable root cause is operational context. The risk of the reported event is noted within the labeling as follows: 'do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire.'